Event description:
It was reported that the catheter passed over wire to distal sfa (antegrade). When dr pulled back to deploy, the device separated in front of the hemostatic valve. Tech reported it was a difficult deployment. The stent did not come out of catheter, did not fracture, & he does not know what exactly separated.